Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became damaged and that the cartridge leaked insulin. There was no impact to the customer's blood glucose level. Customer changed the cartridge to resolve the issue.